Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient lost a tooth and an align product may have contributed to the event.

Event description:
The patient reported the symptom of broken tooth due to a cavity from the treatment and extraction of that tooth (unspecified tooth). It is unknown if the patient takes medications regularly or has any allergies and pre-existing conditions. The patient did not report requiring any medical intervention due to the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. It is unknown if the patient is still wearing aligners or how the patient is currently doing.